Manufacturer narrative:
A covidien technical support engineering (tse) troubleshot the issue with the customer over the phone. The tse suggested replacing the gui central processing unit (cpu) printed circuit board (pcb). The software was then updated and the device passed all self testing. The device was then placed back in service. Covidien reference: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had an erratic graphical user interface (gui) display. The device was not being used on a pt when event occurred. The date of the event is unk.